Event description:
During a generator replacement, the lead wire appeared frayed and so the lead was replaced. The surgeon noticed that the lead was coiled tightly, and once he straightened it out it appeared to have wires exposed. The pre-surgical diagnostic test showed good results. It wasn't until the surgeon exposed the lead that the lead were visualized to be frayed and so the surgeon decided to replace it. It is suspected that the lead may have been placed in a coil during implant but patient manipulation has not been ruled out as a possible cause. An image was received showing the non insulated electrode wire following the explant. Per hospital policy, the explanted devices were sent to pathology where it would be cleaned. The explanted lead has not been received to date.

Event description:
The explanted lead was received. Analysis is underway but has not been completed to date.

Event description:
The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The outer and the inner silicone tubing of lead was confirmed to be abraded open. The cause is unknown, but may be wear related. Also, both the positive and the negative lead coils appear to have been cut (most likely at explant) with some type of electro cautery tool at the lead body as indicated by the presence of fused coil wires. Both lead coils have wear (flat surfaces) at in the vicinity of the fused wires. A portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.